Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed middle of life 2 battery status with a charge time of 11 seconds. The device administered therapy for 2 ventricular fibrillation episodes, one ventricular tachycardia episode, one anti-tachycardia pacing (atp) and 44 non-sustained events. The cummalative charge time was 2 minutes 15 seconds. The device has been implanted 21 months. Additional information was received stating the patient arrested and the device administered appropriate therapy, however the patient suffered a subdural bleed. Since then, tachy therapy was diasbled in the device per order from the physician, and the patient passed away.